Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient experienced infusion set tubing blockage issue event on (B)(6) 2026. Due to the event patient experienced high blood glucose level and was treated with correction injection via multiple daily injection.